Event description:
It was reported that during a laparoscopic pneumectomy, the jaws did not open. The device was used around bronchial tube. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: 2nd fu which firing of the device did this event occur on? The information was not provided from the hospital. Was the device on a vessel or structure when it would not open if yes how was it removed? Yes. The trigger was returned to the home position by hands and the jaw was opened. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Yes, the device fired out of the patient.